Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
On (B)(6), 2026, information was received regarding a subject participating in a clinical trial. The subject experienced thrombosis requiring medical intervention, including thrombectomy, angioplasty, and stent placement. These interventions were performed to restore access patency. The patient outcome following intervention was not reported.